Manufacturer narrative:
A specific root cause could not be identified. The provided calibration and qc data was acceptable and a general reagent issue could most likely be excluded. The provided alarm trace was checked and a liquid level detection (lld) after aspiration alarm was found. It was recommended for a field service representative to check the system. Other general causes for this type of event include issue with the pre-analytical preparation of the sample or the presence of foam/bubbles on the reagent surface or system reagents.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys ft3 iii result for one patient sample. The initial result was 6.60 pg/ml with a data flag and was reported to the clinic. The clinician asked the laboratory to repeat the ft3 testing. The customer calibrated the ft3 assay and repeated the same sample without performing quality control. The repeat result was 3.73 pg/ml. The same sample was sent to an external laboratory and was tested on a cobas 6000 e 601 module with a result of 3.41 pg/ml. The patient was not adversely affected. The customer was instructed to perform quality control and the results were acceptable the reagent lot number was 15226701 with an expiration date of 05/31/2017.